Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 23-25, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a purple color bag that contained the device which suggests a leak may have occurred. The exact location of leak from the device could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the overpouch. The exact location of the leak was not specified. The device contained fluorouracil 4450mg in 115ml of sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.